Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted (lot no. C76451) for female sterilisation. The patient had a medical history of obesity, appendectomy, diabetes mellitus, breast cancer, aching in knees, tobacco user, cigarette smoker, hypertension, insomnia, illness and pelvic pain. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion medically important). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: -cervical tissue with minimal chronic endocervicitis. -secretory--type endometrium. -detached fimbriated fallopian tube segments (x2) with small paratubal cysts. -negative for malignancy. Specimen: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy clinical information: menorrhagia macroscopic description: received separately in the same container are fimbriated fallopian tubes each averaging 0,5 cm. One fallopian tube displays attached paratubal cysts measuring 1.3 cm and 1.0 cm, containing clear and cloudy fluid and displaying smooth glistening linings. Batch no~c76451, production date~2014-07-11, expiration date 2017-07-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-dec-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted (lot no. C76451) for female sterilisation. The patient had a medical history of obesity, appendectomy, diabetes mellitus, breast cancer, aching in knees, tobacco user, cigarette smoker, hypertension, insomnia, illness and pelvic pain. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion medically important). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: -cervical tissue with minimal chronic endocervicitis. -secretory--type endometrium. -detached fimbriated fallopian tube segments (x2) with small paratubal cysts. -negative for malignancy. Specimen: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy clinical information: menorrhagia macroscopic description: received separately in the same container are fimbriated fallopian tubes each averaging 0,5 cm.one fallopian tube displays attached paratubal cysts measuring 1.3 cm and 1.0 cm, containing clear and cloudy fluid and displaying smooth glistening linings. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.